Event description:
It was reported that prior to an endovascular arteriovenous fistula procedure, the magnets allegedly damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2024. Device pending return.

Event description:
It was reported that prior to an endovascular arteriovenous fistula procedure, the distal magnets allegedly became stretched when the valve crosser was attempted to be pulled back. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. The distal magnets section was stretched on the returned venous catheter. No other damage was noted on the catheter or to the valve crosser. The result of the investigation is confirmed for the reported distal magnet stretched issue. The root cause for the reported distal magnet stretched issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use was reviewed and contains the following information relevant to the reported event: cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop 9.do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Precautions: 5. Keep magnetic ends of catheters away from other metallic objects which may become attracted and collide with devices. Packaging: the wavelinq¿ endoavf system is supplied sterile and intended for single use only. Catheters are considered sterile only if the pouch is undamaged and unopened. The outer surfaces of the carton and pouch are non-sterile and must not be placed in the sterile field. Open the pouch using aseptic techniques so that its inner contents are delivered to the sterile field. The wavelinq¿ catheters are sterilized with ethylene oxide gas. Instructions for use: once the wavelinq¿ catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use: 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Wavelinq¿ endoavf system procedure: preparation of the catheters: 23. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Avf creation: 25. Remove the arterial catheter from the packing card and inspect for damage. Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 26. Advance the arterial catheter over the 0.014" wire and insert through the arterial sheath, taking care not to kink the distal magnet arrays. Under fluoroscopic guidance, advance the catheter to the target avf location. 27. Rotate the arterial catheter until the illumination of the rotational indicator is maximized and the concave surface of the backstop is pointed at the venous wire. See figure 1 for catheter cross-section. 28. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs. B) unclip the venous handle and then slide the catheter out of its containment tube. Refer to image of wavelinq¿ endoavf system catheters and packaging in ¿device description¿ section above. Do not remove the yellow hemostasis valve crosser. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used. 30. The hydrophilic coating on the catheters does not need to be hydrated or wiped prior to use. 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. D4 (expiry date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.